Manufacturer narrative:
A pouch was returned for evaluation. Visual evaluation of the returned device confirmed that a portion of the pouch was unsealed. A procedure review revealed that a 100% visual inspection of sealed pouches is done as part of the pouch sealing process. Specific inspections related to the pouch sealing defects include: incomplete sealing, missed sealing, misaligned sealing, wrinkles in the sealing area, voids, gaps or channels in sealing, contaminants that interfere with sealing, and perforations or holes in pouch. Review of product records for the complaint lot revealed no defects, ncmrs or deviations. A CAPA was initiated for this issue. The failure mode represented in the sample sent by the customer could not be reproduced. While the exact root cause could not be determined, possible root causes were identified. Corrective and preventive actions have been implemented and are detailed within the CAPA; e.g. Preventative maintenance and inspection procedural improvements.

Event description:
As reported: upon opening the device packaging the bottom seal was partially opened. There was no patient contact.